Event description:
It was reported that the patient was charging the frequently and battery was nearing the end of life. It was also reported that the ipg was migrated. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.